Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center image blackout for 5 seconds and restores again. The event occurred during a therapeutic argon plasma coagulation procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed by the field service engineer (fse) that when using an erbe electric scalpel that was not manufactured by olympus, the image was not displayed for 5 seconds and then, it returned. The product has not been returned to the repair department and no additional information has been obtained. However, the service department noted that that the use of a non-olympus equipment possibly may have caused radio wave interference in the device resulting to the phenomenon in which the image was temporarily not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿use only olympus high-frequency electrosurgical equipment with this unit. Non -olympus equipment can cause interference on the monitor display or a loss of the endoscopic image.¿ olympus will continue to monitor field performance for this device.